Manufacturer narrative:
Device was used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. Investigation could not be completed, no conclusion could be drawn as the device is entering the investigation process.

Event description:
Device report from (B)(6) reported a reamer tip broke during reaming. An 11mm reamer for the femoral neck screw was being used over the 2.8mm guide wire. Using a hook the majority of the fragment was retrieved, however, a small fragment remains in the patient but was not visible on final x-ray.

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section of the broken surface is homogenous and shows no irregularities which indicate material conformity as well. We do suppose though that the breakage of the tip was caused due to a heavy overloading situation during use. Please note that this instrument is several year in use since (B)(4) 2005, clearly visible wear and tear traces. Note contact with other metallic parts like implants, wires cause such breakages and have to be avoided. A failure resulting from either a material defect or the manufacturing process can be excluded. No product fault could be detected.